Event description:
Kimberly-clark received a report from (B)(6) distributor, stating, "the replacement of a gastrostomy button fitted surgically replaced without difficulty by a gastro-jejunal catheter balloon ((B)(4)). The initial evolution was favorable with good tolerance of jejunal enteral nutrition. The patient presented three days after the initial placement of the tube, a peritoneal issue leading to emergency laparotomy and the discovery of a small bowel perforation at the distal end of the tube. The suites in the short term, however, were positive after a prolonged stay in ICU. The tube was placed just at the angle of treitz." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record for code (B)(4) with lot number aa9313n22 was reviewed, with no similar observations noted by the quality auditor. No sample was returned to kimberly-clark for evaluation. The directions for use caution "the length of the tube should be sufficient to be placed 10-15cm beyond the ligament of treitz." Also per dfu, "verify proper tube placement radiographically to avoid potential complication (e.g. Bowel irritation or perforation) and ensure the tube is not looped within the stomach or small bowel." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer to kimberly-clark for evaluation.